Manufacturer narrative:
The device associated with this report was not returned. Provided photographs found the stud of the trial damaged. The depuy australia engineering department concluded the root cause is attributed to wear and tear. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When fitting the next trial on the broach they won't connect because the tip of the broach was damaged.